Event description:
It was reported that the power switch alarm on an (B)(4) concentrator is not working.

Manufacturer narrative:
During testing and repair at the service center, the unit would not alarm this malfunction was due to on/off switch.